Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the horizontal lines appearing on the video screen, although the change in color was not duplicated. The image phenomenon was isolated to a charge coupler (ccd) device failure, which was determined to be likely the result of fluid invasion, as there was evidence of fluid invasion in the endoscope electrical connector. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy horizontal lines appeared on the video screen, and the image became gray. The physician elected to withdraw the scope from the patient. The procedure was completed with a different, but similar device. There was no patient injury reported.